Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 2.5 years post procedure the patient underwent a computed tomography (CT) procedure. The CT imaging showed that there was a device related thrombus present on the closure device. No intervention or treatment was performed at this time. There were no other complications that were reported to have occurred as a result of this event. It was further reported that the patient will be restarted on warfarin and be reassessed at a future date.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. 2.5 years post procedure the patient underwent a computed tomography (CT) procedure. The CT imaging showed that there was a device related thrombus present on the closure device. No intervention or treatment was performed at this time. There were no other complications that were reported to have occurred as a result of this event.